Event description:
The customer reported that the system was displaying a fast stop activated error message.

Manufacturer narrative:
(B) (4). Results - error code displayed. The ge service rep confirmed that the fast stop on table was damaged. He removed and replaced the fast stop switch and button. He turned the system on and the table was displaying a table communication failed error message. He troubleshot the problem and found the f1 on motron pcb open. He replaced the f1 fuse from spare fuse kit from system then turned the system on and it opened f1 again. He removed and replaced the motron pcb and tgi pcb, turned system on and system displayed error code 179 and 71. The rep found eeprom defective and system is rebuilding utg node, intermittently. He removed and replaced eeprom and collimator interface pcb and ps4 power supply flashed nodes. He rebuilt the system files. The machine works as intended.